Event description:
It was reported that; acculif tl failed to expand.

Manufacturer narrative:
Method: device not returned;results: it was reported that the green o-ring was changed out multiple times. The surgeon did not correctly align the syringe body to the insertion handle during assembly and leakage from seen from the syringe body to inserter connection. Conclusion: misaligned assembly of the syringe and inserter can lead to fracture of the green o-ring.

Event description:
It was reported that; acculif tl failed to expand.